Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Evaluation: the iab was received intact for evaluation with the balloon completely unfolded. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The balloon fully inflated and functioned normally when attached to the sytem 90 iabp in the laboratory. No alarms were triggered on the pump. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during iabp testing. Thus, laboratory examination revealed no defects in the returned iab. Probable cause of difficulty: since no defect was found during laboratory testing, it is not possible to determine the exact cause of the rpt'd difficulty based on the event description and the examination of the item. It was not possible to verify the rpt'd problem. This type of complaint is one of the most difficult to evaluate and must rely on conjecture since one cannot observe what the balloon is being subjected to within the aorta. In general, poor augmentation and alarm difficulties may be attributed to one or more of the following: 1. The balloon entered a subintimal space. 2. The balloon was placed too high in the aortic arch or in the subclavian artery. 3. The iab failed to completely unfold because the user failed to inject at least 30 cc. Of air as advised in the instructions for use. 4. The catheter kinked within the pt probably because of severe vessel tortuosity and/or pt movement. 5. The catheter kinked outside the pt. The user may have failed to secure the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter can minimize the restriction and improve balloon performance. 6. A kink in the catheter may have restricted the flow of helium into and out of the balloon causing the pump to perceive a loss of gas or to cause the balloon to poorly augment. 7. There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may alleviate the problem. 8. The balloon pump needed servicing. 9. The pt physiological conditions contributed to the rpt'd problem. These can include low mean arterial blood pressure, low systemic vascular resistance, or a rapid heart rate that compromised ventricular filing and ejection. Finally, poor balloon augmentation would result in waveform dampening and/or a poor pressure trace.

Event description:
Poor augmentation was noted and the iab was removed. No second was inserted. The following was rpt'd to datascope on 10/10/97: the balloon never augmented well despite troubleshooting. The waveform on the pump was dampened. Event complications: unk - rpt'd 9/22/97; none - rpt'd 10/10/97. Pt current status: ventilated in ICU - 10/10.